Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting and the clinically-observed reversion to safety mode operation.

Event description:
It was reported that this pacemaker device was found to have reverted to safety mode with limited critical therapy still available. This was discovered by the healthcare provider (hcp) via a remote monitoring alert. Boston scientific technical services (ts) explained to the hcp that the device is malfunctioning and stated the device should be explanted without delay and sent back for analysis. Ts also provided the pacing and sensing parameters used by the device when in safety mode and discussed the possible risks of these settings. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this device was explanted and replaced and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was found to have reverted to safety mode with limited critical therapy still available. This was discovered by the healthcare provider (hcp) via a remote monitoring alert. Boston scientific technical services (ts) explained to the hcp that the device is malfunctioning and stated the device should be explanted without delay and sent back for analysis. Ts also provided the pacing and sensing parameters used by the device when in safety mode and discussed the possible risks of these settings. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this device was explanted and replaced and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device was found to have reverted to safety mode with limited critical therapy still available. This was discovered by the healthcare provider (hcp) via a remote monitoring alert. Boston scientific technical services (ts) explained to the hcp that the device is malfunctioning and stated the device should be explanted without delay and sent back for analysis. Ts also provided the pacing and sensing parameters used by the device when in safety mode and discussed the possible risks of these settings. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.